Manufacturer narrative:
Product analysis updated: on further analysis it was found that the stylus controller board was functional. The programmer touchscreen was replaced to resolve the stylus / cursor issue. The programmer hardware was reconfigured, software reloaded and updated. The instrument then passed all final functional and systems tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification as it was identified that the cursor was jumping away from the stylus position on the screen in the upper right area of the screen, calibration did not resolve the issue. The stylus controller board was found to be defective. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer required corrective maintenance/repair. The programmer was returned for evaluation and subsequently tested out of specification during manufacturers evaluation. There was no patient involvement.